Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was testing in the memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that the alleged issue began on (B)(6) 2012 at 8:30pm. The reporter stated that the patient manages her diabetes with insulin (unknown type and dosage) and took less food/drink in response to the reported issue. At an unspecified time after the alleged issue occurred, the reported claimed that the patient had "seizures" but denied receiving any treatment in response to the symptoms. During the troubleshooting, the cca noted that the reported issue remains unresolved with troubleshooting. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.